Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was over 400 mg/dl and insulin injections were used to address the bg level. After the most recent occlusion, the supplies on the pump were changed and another occlusion had occurred. The contact thought that a user error or a tubing issue were possible causes of the occlusions. The contact declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions.